Event description:
It was reported that the customer's insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.